Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient passed away. The cause of death is unknown. The patient was presented to the hospital with weakness, drowsiness and failure to cope at home . The patient had pain all over the body and took hydromorphone. The patient was thought to be under the influence of narcotics. Upon the admission, no lab work was done. The patient became more alert and no narcan was given to the patient. The patient unexpectedly passed away. No further information is available.